Event description:
The patient was admitted as emergency and complained of pain. Following, a computed tomography (CT) scan completed. The physician identified a type iiia endoleak on the patient's right side, due to separation of the zbis-10-45-41 device from the zisl-16-59 device. A gore 16mm limb was implanted to rectify the type iiia endoleak. Further analysis of the CT scan identified a type ia endoleak on zimb-22-70 device and type ib (left side) endoleak on zisl -20-77 device. A cta will be performed to assess further treatment. This event (B)(4) will cover: endoleak type iiia on the patient's right side, due to separation of zbis-10-45-41.